Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer tested the custom bivona cuff before insertion and noticed that it was not inflating correctly and appeared asymmetric. There was no patient harm or adverse events reported.

Manufacturer narrative:
A2, a4, a6 patient information: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.